Manufacturer narrative:
The device was evaluated. Device evaluation found the device forceps passage had stuck foreign material inside channel. Based on investigation results, the reported issue was confirmed. The root cause of the foreign material stuck in forceps passage inside the channel cannot be conclusively identified. Probable cause based on reasonably known information based on device evaluation was due to blockage caused by dents found in the insertion tube of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the flex video scope was found with foreign material stuck inside channel. There was no patient involvement.